Manufacturer narrative:
Software logs received, evaluation not completed. Other relevant device(s) are: sfw kit 9735736 stealth s8 ent EU-sc, sw app 9735762 stealth s8 app, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a catheter placement procedure. It was reported that there had been alleged inaccuracy related issues with the system. There was an issue with shunt placement where they were 5mm-10mm inaccurate towards medial l/r. Axiem shunt stylet was being used and there was no metal interfering with the em field. After placement of the shunt they did a computed tomography (CT) scan which showed it was not in the correct location. They could not see the registration as they had deleted the patient from the system by mistake. There had been inaccuracies previously and some registration related issues so they trained on how to register properly. Previously the software was reloaded to ensure there was no bug in the software after which it was fine. At the time of the event there was a procedure delay of less than one hour and there was no impact to the patient.

Manufacturer narrative:
Additional information was received. Software analysis was done it was determined that without patient archives there was insufficient information to determine whether or not there was a software fault. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a catheter placement procedure. It was reported that there had been alleged inaccuracy related issues with the system. There was an issue with shunt placement where they were 5mm-10mm inaccurate towards medial l/r. Axiem shunt stylet was being used and there was no metal interfering with the em field. After placement of the shunt they did a computed tomography (CT) scan which showed it was not in the correct location. They could not see the registration as they had deleted the patient from the system by mistake. There had been inaccuracies previously and some registration related issues so they trained on how to register properly. Previously the software was reloaded to ensure there was no bug in the software after which it was fine. At the time of the event there was a procedure delay of less than one hour and there was no impact to the patient. It was reported that a medtronic representative attended the next clinical case and registration was performed successfully with high accuracy and there were no errors in this procedure.

Manufacturer narrative:
A correction was brought to attention on feb-05-2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and passed all checkouts. No hardware parts were replaced. The system was performing as intended and no failure was found. If information is provided in the future, a supplemental report will be issued.